Event description:
Site contacted berlin heart ca on (B)(6) 2022 to report that the patient had elevated ldh levels, and the pump was exchanged due to concerns for hemolysis. (B)(6): plasma free hemoglobin: 60. (B)(6): plasma free hemoglobin: 150. (B)(6): ldh: 826. (B)(6): ldh: 2084. Normal values for the site: ldh: 192 - 321. Plasma free hemoglobin: <30. Pump maintained completed fill and ejection. Site reported there were neither acoustic nor visual abnormalities associated with the blood pump.

Manufacturer narrative:
The excor blood pump, s/n: (B)(4) on the patient at the time of the event was in use (B)(6) 2022. We have reviewed the production records of the excor blood pump, s/n: (B)(4). This pump was produced according to our specification. The patient remains on the berlin heart excor system. As of (B)(6) 2022 the ldh levels had returned to baseline, and the hemolysis has resolved. A detailed investigation report will be provided as soon as it is available.